Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left tkr, dr (B)(6), (B)(6), (B)(6) 2018. Primary implant date: (B)(6) 2016. Revision for pain and tibia loosening. Patient underwent a total knee replacement. Male patient initials (B)(6). Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 158150000, lot number 8259520. Device history review: product code 158150000, work order 8259520 was manufactured on 26-feb-16. (B)(4) were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.